Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcified lesion in the patient's mid popliteal artery. A spectranetics turbo elite laser atherectomy catheter was used to treat the patient. After the procedure was completed successfully, it was noticed that the turbo elite was sliced or coming apart. The procedure was completed successfully with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.